Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# va03713, implanted: (B)(6) 2012: product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 21-sep-2016, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that since about a year or two ago, they felt like they were peeing constantly/the therapy wasn't working for their symptoms. The patient stated they just went to see their managing health care provider and the healthcare provider (hcp) told the patient that the battery was "ok" but they brought the patient's stimulation up to 4.5 v and the patient wasn't feeling anything, so the hcp told the patient they thought the lead might be broken and they were going to schedule the patient for surgery for the (B)(6) 2025 to address the issue. The patient wanted to call patient servicers to confirm if the lead was broken. Patient stated initially they couldn't think of any falls or traumas that would have led to the issue but someone who was on the call in the background with the patient told the patient, "you did have a fall awhile ago." The patient then stated, "actually yes, I did have a fall" and confirmed that "yes," they thought it probably was after that fall that the therapy stopped working for their symptoms. Patient services reviewed the role of patient services and the medtronic representative and offered the patient the national answering services (nas) number for their hcp to call to page a rep to the hcp office to help assess the situation but the patient declined and stated their hcp probably had the number and they would reach out to their hcp to convey the information.